Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4470, bsx-lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) occurred. The rv lead impedance was high and noise episodes were observed. The lead programming was adjusted until the lead was replaced. During the replacement procedure, a fracture was observed with the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was returned and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter (sic) greater than thirty in three days and two or more high rate nst episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv pacing impedance measured greater than 3000 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2014, sic counts up to 265. Vt-nst episodes and aborted shock vf episodes with evidence of lead noise oversensing were also noted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.